Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the ER with a nonfunctioning rv lead and having av block. The patient was syncope and collapse. It was noted that the patient¿s heart rate was low and the patient had passed out several times at home and hit his head on one of his falls. The patient is anticoagulated with eloquis, and a CT of his head showed no bleeding. The patient was transferred to the ICU. The rv lead had no capture and the ra lead had multiple episodes of noise that was seen. The rv capture threshold trend over the past weeks showed a variable rv pacing threshold. It was noted that the rv lead impedance was high out of range in both the unipolar and bipolar configuration and there was no capture at maximum output in either configuration. Lead fracture was also noted on the rv lead. Both the ra and the rv leads were explanted and new leads were implanted.